Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 400 mg/dl. The patient treated via insulin pump bolus. However, her blood glucose then declined to 39 mg/dl. The patient addressed the low blood glucose by eating food. The customer felt that the insulin pump was over-delivering and under-delivering. Troubleshooting occurred and the device passed the self test.